Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation-evaluation. An issue was reported on a quick-core coaxial biopsy needle set. The customer reportedly could not pull the inner stylet out during a lung cancer biopsy. The procedure was completed using another device. Cook became aware of this event upon being notified by nanjing changde med. Supp. Co. The patient reportedly experienced no adverse effects as a result of this incident. A review of the complaint history, device history record, quality control, instructions for use, and specifications of the device, were conducted during the investigation. The complaint device was not returned so a physical examination could not be performed. Since relevant dimensions could not be measured against specification, the device cannot be confirmed to be manufactured out of specification. However, a document-based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Although inspection steps are in place related to this failure mode, a project was opened to further investigate/address this issue. The device history record (DHR) was reviewed. The DHR for the final lot and related coaxial needle subassembly lot revealed no nonconformances. A database search revealed no other complaints from lot at the time of investigation. Since there are no related nonconformances or other complaints from this lot, there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. Instructions for use are packaged with this device. Relevant sections include: intended use: ¿ quick-core biopsy needles are intended for soft tissue biopsy. The product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for soft tissue biopsy should be employed. How supplied: ¿ upon removal from package, inspect the product to ensure no damage has occurred. It is possible that the device was screwed too tightly during quality control, but this cannot be confirmed. Another unknown factor may be contributing to the dtn becoming unable to be unscrewed. Based on the information provided, no returned product, and results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Per quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: k973565. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a quick-core coaxial biopsy needle set was selected for use in a lung cancer biopsy procedure. Prior to patient contact, it was found the inner stylet could not be removed. The procedure was completed with a replacement device. As reported, the patient did not experience any adverse effects or require additional procedures due to this incident.